Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6945-65 implantable tachy lead (B)(6) 2000. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) and replaced. It was also reported the longevity of the device may have been affected by higher than normal right atrial (ra) lead thresholds. The physician decided to replace the ra lead to due to high thresholds which will aid in optimizing the long term performance of the device.